Event description:
It was reported that the patient's heart rate was observed to be below the programmed lower rate and the right atrial (ra) lead exhibited potential oversensing. The implantable cardioverter defibrillator (ICD) and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).